Manufacturer narrative:
Complaint details: customer reported that all bedsides being monitored by the cns are displaying communication loss. During the call with the customer the bedside monitors restored communication without any troubleshooting performed. Nk technical support (ts) advised the customer to report the incident with their local it to identified if there was a power outage in their data closed. Investigation summary: based on the available information, a definitive root cause could not be identified. Multiple factors may have caused the communication loss issue. Communication loss may occur due to user error. A staff may have accidentally unplugged a network cable for the network segment of the bsms, and was then reconnected momentarily after. Communication loss may also occur due to issues with the customer's network environment (if using wireless connection). Network access point overload may cause unstable network connection and may cause devices to randomly drop connection. Communication loss issues may also occur due to damaged and/or faulty network cables and hit. These components may fail due to wear and tear from normal use, or due to power fluctuations. The overall risk rating of the event is high. Hha 2021-006 was performed to assess issues regarding communication loss. Per hha, no CAPA is required. Furthermore, available information does not suggest that there was a malfunction of the device. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 additional model information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors: model: ni sn: (B)(6).

Event description:
The customer reported that they are seeing communication loss for all bedsides monitored on this central nurse's station (cns). .

Manufacturer narrative:
The customer reported that they are seeing communication loss for all bedsides monitored on this central nurse's station (cns). No harm or injury was reported. (B)(4) advise the customer to follow up with their biomed department as there may have been a power outage in the data closet, which would cause the switch to power off momentarily. This ended up being the issue, which they were able to resolve on their own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors: model: ni, sn: ni.

Event description:
The customer reported that they are seeing communication loss for all bedsides monitored on this central nurse's station (cns). .